Event description:
A customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the device lost power several times. The likely cause of the reported issue was determined to be a loosely fit battery, but the cause of the reported issue could not be conclusively determined. The battery pins were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.